Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The blood glucose value at the time of event was 3.7 mmol/l requiring emergency medical services and was assisted with and treatment via glucose. The event involved product(s) mmt-332a, mmt-384a, mmt-7040a and mmt-1884. Troubleshooting was performed and was using the insulin pump system at the time. It was unknown whether the auto mode feature was not active at the time of the event. No insulin was administered in the hospital. The customer also received a "change sensor" alert. The customer declined further troubleshooting and was unable to upload to carelink. No further patient complications were reported. Mmt-332a, mmt-384a, mmt-7040a and mmt-1884 product return was not required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.